Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported by the parent via chat that the pediatric patient experienced dka and was hospitalized. Per chat transcript, it was reading low repeatedly and with a finger stick it was actually high. The patient could barely move, could not walk, and had extreme pain. The patient was provided medication but parent was unable to provide the medication list. The parent reportedly declined to cooperate with other details and threaten to get a lawyer since it was dexcom's fault. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. Per the chat transcript, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.